Manufacturer narrative:
The provided calibration data showed discrepancies around the day of the event which is consistent with a calibration error. The root cause was consistent with a maintenance issue.

Event description:
We received an allegation of questionable ise results for 21 patients' serum/plasma samples tested on a cobas pro ise analytical unit when compared to a different module. Results for the sodium (na) were affected. The following are examples of discrepant results for 3 patient samples. Sample 1: initial result: 129 mmol/l. Repeat result: 137 mmol/l (tested on another module). Sample 2: initial result: 128 mmol/l. Repeat result: 140 mmol/l (tested on another module). Sample 3: initial result: 111 mmol/l. Repeat result: 121 mmol/l (tested on another module). The qc went out of range prompting the repeat of the samples.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer replaced the sample probe and checked the adjustments. He then performed an ise check, a wash rack, and calibration. Qc was performed and it was acceptable. No further issues were reported after the service visit. The investigation is ongoing.